Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. While preparing a 3.50x20mm promus premier¿ drug-eluting stent for use, the stent came off the balloon. The procedure was completed with another 3.50x20mm promus premier¿ drug-eluting stent. No patient complications were reported.